Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. During the evaluation of the device at the manufacturer's service center, "ventilator inoperative" codes and "service required" codes were found in the ventilator's downloaded error log. The device's system board and sensor board were replaced to address the issues. An issue related to the ventilator's speakers was observed. The device's speakers were replaced to address the issue. The device was repaired but not returned to the customer, pending customer approval of the estimate.

Event description:
The manufacturer received information from a third party service center alleging a ventilator failed a step during testing. The device was not in patient use.